Manufacturer narrative:
New information added on fields: d8, h3, h4, and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the device was not returned for evaluation. It is most likely that the phenomenon was caused by wrong choice of digital video interface (dvi) cable connected position and video signal. It was reported that the customer was able to get the image after selecting the correct video signal. Therefore, a definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): 3.1 precautions for installation and connection properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the evis exera iii xenon light source exhibited no image. The issue was found during preparation for use in a diagnostic colonoscopy procedure, which was completed with the same set of equipment. There were no reports of patient harm.